Manufacturer narrative:
The exact date of the event was not provided; therefore, an approximate date was selected.

Event description:
It was reported that, the fiber snapped during procedure. A new fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, the fiber snapped during procedure. A new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device in question was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review of the device was reviewed and indicates the following two statements: a damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. The exact date of the event was not provided; therefore, an approximate date was selected.